Event description:
It was reported that the external pulse generator (epg) was returned for its yearly calibration check and subsequently tested out of specification during manufacturer's analysis. No patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event evaluation 5348 (B)(4): the device was returned for its annual test and calibration and subsequent analysis found the upper and lower cases broken and contaminated. (B)(4).